Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/20/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was received: after investigation, the patient underwent cesarean section in the hospital on (B)(6) 2026. The surgeon used the suture (vcp1359h) for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The problem of pulling off suture needle happened during the suturing. The surgeon immediately searched for the detached needle and found it. After removal, the product integrity was verified. The incision was washed with a large amount of normal saline and then closed. This event did not cause any other harm to the patient except for prolonged the surgery time (specific prolongation time was unknown), and no subsequent adverse event reports were received. The following information was requested: were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post operative care due to the prolonged procedure?

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? - did the needle fall into the patient? If so, ¿ was the needle piece(s) retrieved during the same procedure? ¿ were x-rays taken to locate the needle piece(s)? ¿ what measures were implemented to retrieve the broken piece? ¿ was there any additional tissue damage resulting from the search for the needle piece? - does a fragment of the needle remain in the patient¿s tissue? If so, ¿ is there any plan in place to remove the needle piece in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ in which tissue structure was the broken needle located? ¿ what is the surgeon¿s opinion of the potential consequences for the patient? - please provide the source or name of person providing answers to follow-up questions: --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. "D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. "

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2026 and suture was used. During the procedure, at 10:50, the patient underwent surgery. During the surgery, when the suture was used to sew the abdominal wound, the problem of pulling off suture needle happened. The surgeon immediately searched the abdominal operation area and compared the needle and suture with gauze, and the needle was not separated. The surgeon and nurse searched the surgical area and sterile tabletop again and did not find any missing needles. Immediately rinse the incision with a large amount of physiological saline and close it. No adverse patient consequences were reported. Additional information was requested.